Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated patient was seen yesterday for normal reprogramming. At that time, impedances showed contact 3 as "do not use" and contact 6 as "avoid". Caller stated they didn't use contact 3 in programming but didn't mention whether contact 6 was active or not. Caller stated patient is now seeing "settings not available" on their controller reportedly on all groups and programs. Patient is on dtm programming and therefore, has 4 programs in each group. Caller mentioned that upon interrogation yesterday, they did get alert that ins had depleted so potentially ins may not always be charged adequately. The caller was not with the patient. Technical services reviewed potential causes of oor and suggested patient turn programs to 0 ma and slowly increase, change groups and ensure ins is charged fully. Tss reviewed how impedances, even if only slightly elevated, can cause oor and that if patient can't resolve message, caller would need to meet with patient again to check impedances and reprogram. No symptoms were reported. (B)(6) 2022 rtg0294753/update: additional information from the rep indicated that they reprogrammed the patient on (B)(6) 2022 because electrodes 3 showed the do not use indicator and electrode 6 showed the avoid indicator. The caller reported that they the patient and they could not increase amplitudes because they were getting oor messages on (B)(6) 2022. When in office with the patient today, the caller ran impedances and found that electrodes 0-7 were completely out or range when the patient is lying down. 1 4 6 and 7 were out of range when the patient was standing. The caller indicated that the patient has not had any falls. The caller had programmed the patient using only 8-15 electrodes. The caller indicated that they may get xrays for additional evaluation of the position of the leads.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on june 2nd reporting the impedances issues are still present but they were able to get successful coverage around the bad electrodes and patient has received effective therapy.